Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during implant of this 34 mm transcatheter bioprosthetic valve, the valve dislodged down to the waist during and following the deployment. A 29 mm non-medtronic valve was subsequently implanted. No additional adverse patient effects were reported.